Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to use a resolute integrity device to treat a lesion in the mid right coronary artery (rca), the lesion was severely calcified, had little tortuosity and exhibited 99% stenosis. It was reported that stent deformation occurred in vivo during positioning. "Csi" was used to "debulk" the lesion and another resolute device was used to complete the procedure. The issue device was removed from its packaging per the IFU, inspected and negative prep performed with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however no excessive force was used during delivery. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.